Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive when the customer tried to toggle between the alphabet pad to the number pad. The customer's blood glucose level was not impacted. Customer would continue to use the pump for insulin therapy.